Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that during an unspecified procedure with an advance 35 lp low profile balloon catheter, the balloon popped. Another balloon was opened to complete the procedure. No unintended section of the device remained inside the patient's body. There were no reported adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use, specifications, quality control data, and visual inspection of the returned device were conducted during the investigation. One used advance 35lp low profile balloon catheter was returned separated. An unknown wire guide was returned inserted through the distal separated portion of the balloon catheter. Catheter is separated at 74.0com from the proximal end. The distal separated section is 14.3cm in length. The balloon separated radially. The distal separated section of the balloon was accordioned. The balloon separated radially. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Per the physician, it was a "tight lesion" and "the vessel was highly calcified." There is no information regarding any difficulties encountered during the procedure. Therefore, based upon the information provided and the characteristics displayed, the most likely root cause may be related to user handling or patient anatomy. Per the quality engineering risk assessment, no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.

Event description:
It was reported that during an unspecified procedure with an advance 35 lp low profile balloon catheter, the balloon popped. This reportedly occurred in association with a tight lesion on an unknown part of the body. The vessel was reportedly highly calcified. Another balloon was opened to complete the procedure. No unintended section of the device remained inside the patient's body. There were no reported adverse effects on the patient due to this occurrence.